Event description:
A report was received via FDA's medical products reporting program that a pt reported developing fusarium keratitis while using renu (unk type). The pt reported she had a problem with her contact staying in place for approx eight months. As a result, everyday her eyes would become red, irritated, itchy, sore and painful. If she slept in her contact lenses overnight, the next day her contact lenses would not stay in place and the lenses looked "crimped." The pt went for an eye exam and reported the problem. The dr said he could "clearly see the problem," and diagnosed the pt with fusarium keratitis. The pt stated the dr informed her that on a scale of 1 to 4 (4 being the worst), she had a 4+. The pt was prescribed cromolyn sodium as treatment.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. However, the co did initiate a broader investigation of reported fusarium keratitis events that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product evaluated met release criteria. Where product retain sample testing was completed all chemical and biocidal performance criteria were effective against microbial challenges as required.